Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device did not deliver. It was reported that an unspecified gemstar pump and bolus cord were connected to a gemstar docking station. During testing, it was reported that after the button on the bolus cord was pressed, the device did not sound an audible tone that indicated a dose was delivered. The biomedical engineer removed the bolus cord from the back of the docking station and noted that an unspecified number of contact pins were missing from the bolus cord connection port of the docking station. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).